Event description:
It was reported that the pump reset unexpectedly and that data points were missing from the continuous glucose monitor graph. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customers blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.